Manufacturer narrative:
(B)(6) - performed the stent removal procedure on (B)(6) 2018. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 29, 2018 that a wallflex biliary fully covered rmv stent had been implanted to treat a benign stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient was scheduled for a planned stent removal on (B)(6) 2017. According to the complainant, during the stent removal procedure, the stent was unable to be removed from the patient. Another wallflex biliary fully covered 10 mm x 60 mm stent was implanted within the first stent to help with stent removal at a later date. Both stents were successfully removed on (B)(6) 2018.